Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring at 119 ohms and high capture thresholds on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that the last year trend showed a gradual rise in both pacing and the shock impedance measurements and the shock impedance were high at 126 ohms. Ts recommended to perform troubleshooting. This device currently remains in service. No adverse patient effects were reported.